Event description:
Boston scientific crm received info that this right atrial (ra) lead was implanted for two weeks and dislodged twice. The physician felt is was due to pt anatomy. The lead will not be returned due to hospital policy. To date, no adverse pt effects were reported.